Manufacturer narrative:
The actual complaint product was returned for evaluation. The tube was flushed through the y connector (proximal end). Resistance was felt while flushing and some brownish substances were flushed out of the tube after couple attempts. There was thinning/ expanded portion of the tube approximately between 65 and 66cm marking. The black discoloration started just at the area of distal end of the tube until the bolus tip. A root cause could not be determined. All information reasonably known as of 29 jan 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported, "ngt [nasogastric tube] placed in ICU [intensive care unit] on (b)(60 2025. Tube ballooned and became blocked (B)(6) 2025. The tube ballooned and then fractured near the top. The feed was held as a result and ngt removed on (B)(6) 2025." Per additional information received on 26nov2025, ¿it fractured outside the patient at the tip of the nose.¿

Manufacturer narrative:
A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. The product involved in the report has been returned and the investigation remains in progress at this time. All information reasonably known as of 10 dec 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.